Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence of device malfunction.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received too much insulin and blood glucose (bg) was 32 mg/dl. Customer fell into a coma and emergency medical technicians treated customer with glucagon injections. Contact reported that the customer's metabolism was not absorbing the glucagon that was administered by the emt and bg lowered to 16 mg/dl. Customer was transported and admitted to the hospital. Customer was treated with glucose injections, intravenous saline/insulin and fluids. Customer was discharged on (B)(6) 2021 in stable condition. The cause of customer receiving too much insulin was not known. There were no issues observed with the cartridge, infusion tubing or cannula. Pump data (including recent boluses) and settings were reviewed. The last log recorded in the pump was an after bolus alert on (B)(6) 2021, 2:40 am and 3:33 units were delivered. There were no issues with the settings and no pump issues identified. Contact reported customer was now using the basal iq feature.